Event description:
Customer did not take any medications or eat in the mroning. At 11am they took a blood glucose test and received a result of "hi". They went to the doctors office and 20 minutes later the doctor received a result of 388mg/dl. The customer was given 6 units of insulin at the doctors office. No controls were in use. The customer stores glucose strips outside of the original container. A request was made for the return of the suspect device and replacement product was sent.